Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis found the pulse generator to exhibit normal device characteristics.

Event description:
It was reported that during the implant procedure, noise was observed on the atrial channel when the atrial lead was connected to the pulse generator. Blood was noted inside the atrial port of the device header. The pulse generator was not used.